Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported by the patient that ¿they were getting ready to go down, they were bracing themselves¿ and were feeling faint with shortness of breath and then they were getting tunnel vision. The patient stated that they were shocked by their implantable cardioverter defibrillator (ICD) and went to the emergency room. In the emergency room the ICD was interrogated, and an interrogation report was reviewed by qualified personnel. It was noted that the patient had received shocks for possible supra ventricular tachycardia (svt) that the ICD detected as ventricular fibrillation (vf). The patient further reported that they were admitted for a couple of days and that they felt funny right before they were shocked. When the patient was shocked, they stated they ¿saw the current go from their chest to their cell phone and it blew the cellphone right out of their hard¿. The ICD remains in use. No further patient complications have been reported as a result of this event.